Manufacturer narrative:
Date sent: 10/19/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy when the surgeon was attempting to retrieve samples, they encountered error codes and inadequate tissue samples. They tried two probes and had the same outcome. The surgeon then converted to an open biopsy and was able to get the samples for the pathology report. The procedure was prolonged two and a half hours. The patient was sent home in the normal fashion without any additional medication after the biopsy the same day. Additional information received: patient has returned for her follow up visit and is stable.